Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. However, photograph of the product was provided and identified the tip of the device had fractured. The device has a potential field service age of approx. 5 years and it is unknown how many times the device was used. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified subcomponent (capturing driver short sleeve) is fractured. Hardness testing confirms that the hardness is within specification. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure when the surgeon inserted a set screw with the driver, tip of the driver was fractured inside the patient. Fortunately, the fractured part was removed from the patient's body. Another driver was used to complete the surgery.